Event description:
During an atrial fibrillation procedure using rf, communication issues resulted in a procedural delay. It was noted that the workmate claris amplifier was intermittently disconnecting from the workmate dws. The red line that normally displayed during rf, stimulation, and cv was not displaying. The media converter and the power supply were replaced, but the issue was not resolved. Rebooting the workmate dws 4 times resolved the issue to complete the procedure. Later it was determined that the amplifier was causing the issue and the amplifier was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One workmate¿ claris¿ amplifier 120 channels was received for evaluation. Visual inspection revealed the connectors, chassis, and label were free of physical damage. The guidepost in the intra-cardiac connector port (1-56) was found to be missing. The reported event can be confirmed by logs review. Based on the information and investigation provided to abbott, the root cause was isolated to an intermittent bio-switch board in slot 0. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.